Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.

Event description:
It was reported by the customer that the device will not operate on ac power. There were no reports of patient use associated with the reported failure.